Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date can not be determined. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, a leveen coaccess electrode system was used during an rf ablation procedure. According to the complainant, "an error message [appeared] as error code 2". The procedure was completed with another of the same device. No patient complications were reported as a result of this event.